Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead failed to sense. The physician performed a lead revision. Additional information received that the sensing issue was due to dislodgement and that two weeks after the lead revision the lead was sensing well however it exhibited high intermittent capture thresholds thus another lead revision was done. Additional information received that the lead was discarded and would not be coming back for analysis. The ra lead was explanted and was replaced with a new one. No additional adverse patient effects were reported.